Manufacturer narrative:
Device passed displacement test and self test. Device was received with intermittent all the buttons response due to corroded keypad traces. No stuck button error alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the insulin pump had stuck button error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.